Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 failed and wouldn't open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary height drawer seven was getting stuck when accessed, with ball bearings coming out of the right slide. A field service engineer (fse) tested all drawers and slides to ensure they were working properly. The fse opened the top cover, checked connections in the electronics drawer, and removed dust under the top cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.